Manufacturer narrative:
Analysis on the returned probe shows it to be visibly bent. However, with markers attached and fully seated, the probe displays a good geometry and divot error readings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument that was used outside of procedure. It was reported that at the time of inspection, the deformation of the cervical probe was confirmed. No patient present.